Event description:
Customer reported that his insulin pump is not delivering a correct amount of insulin. Customer stated that he had high blood glucose and he have to give himself an injection to bring the blood glucose down. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit had scratched display window and missing end cap sticker noted during visual inspection.